Event description:
Subsequent to the initial medwatch report, the following information was received:when the needle plunger was removed, the suture was cut. The procedure was performed under general anesthesia, which was not due to the reported experience. No additional information was provided.

Event description:
It was reported that after a neurological stenting procedure, arteriotomy closure of a scarred right common femoral artery was attempted using a perclose proglide device. Reportedly, during deployment the device was held at an angle of 45 degrees to the longitudinal plane of the artery. The proglide device did not work due to one of the sutures being cut. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.